Event description:
It was reported at the end of a diagnostic endobronchial ultrasound (ebus) procedure the balloon was no longer on the ultrasonic bronchofibervideoscope and fell off in the patient. The balloon was unable to be retrieved. An additional airway examination was done and there was no concern anything would happen. The patient was stable upon discharge from endoscopy. This report is related to the following linked patient identifier: (B)(6).